Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report. Implanted.

Event description:
It was reported that the peek implant did not fit as expected and needed to be modified to complete the surgery.